Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation; the customer's report was observed at the customer's site by a zoll field technician and was attributed to faulty pads. A replacement set of pads were ordered to resolve the report. Analysis of reports of this type has not identified an increase in trend.